Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood leaking from the top of one (1) needle after blood collection. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-mar-2025. Investigation summary: bd received 10 samples for investigation. These samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. All the samples passed the tests, showing no evidence of damage to the product or leakage during the draw. Additionally, the samples were subjected to further functional tests to assess retraction lockout. All samples passed these tests as well, with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood leaking from the top of one (1) needle after blood collection. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 27-june-2025. E4: the initial reporter notified the FDA on 18-apr-2025. Medwatch report # mw5169281.

Event description:
It was reported that after using bd vacutainer® ultratouch¿ push button blood collection set, customer noticed blood leaking from the top of one (1) needle after blood collection. No patient or user impact reported.